Manufacturer narrative:
Product analysis: the cannula was returned with the hub pulled from the shaft. On the cannula, the knurling was present as well as the flair on the backside of the shaft. There was cement noted inside the inner diameter of the hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: metastatic bone tumor ablation it was reported that intra-op, the plastic hub separated from the cannula. After accessing t8 vertebral body pedicle (non radiated bone, but dense bone quality) with the needle, when the needle was being removed, the plastic piece at the top of the cannula broke off leaving only the cannula stuck in the patient. Cementing had to stopped as trocar had to be pulled out. After trying for 10 minutes, the needle was finally pulled out using a lot of force. By this time, the cement hardened and the desired amount of cement could not be put in. The physician filled the anterior aspect but was unable to fill the middle aspect due to product breakage; however, ablation was completed successfully. No patient complications were reported due to this event.